Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. However, unit was received with alarms due to faulty component on the interface board.

Event description:
It was reported that the customer went to the emergency room and was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was 395 mg/dl. Caller stated that the customer's insulin pump had multiple alarms and customer was vomiting and had nausea prior to hospitalization. Nothing further was reported.